Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted, one in the mid rca and one in the mid lad. At 1 month, 6 month, 12 month and 18 month f/u¿s pt was asymptomatic/free of symptoms. It is reported that the pt expired approx 20 months post index procedure. The cause of death is unk as there is no further information available. (2953200-2010-02333).

Manufacturer narrative:
(B)(4). Evaluation: results: (death).